Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specification. No unexpected low battery or failed battery alarms noted during testing. The insulin pump had cracked case at display window corners, cracked belt clip slot, and minor scratched lcd window.

Event description:
It was reported that the display on the insulin pump went blank. It was stated that the battery was changed two times. Customer was unavailable to troubleshoot at the time. The battery cap is being replaced. Blood glucose value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.